Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter could not confirm the event date. The instrument was inspected before use, and no damage was found. The customer confirmed that no cable was protruding from the instrument's distal end. The reporter confirmed that the event occurred when they were suturing the tissue. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The reporter confirmed no fragments fell inside the patient's anatomy and no patient injury. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there does not appear to be a broken cable or any damage to the distal end of the instrument. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations are required for the image review.

Manufacturer narrative:
The mega suturecut needle driver instrument was received and failure analysis testing was completed. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.